Manufacturer narrative:
According to the customer, on (B)(6) 2025 it was noted that "the tip of the foley was no longer in the patient" and the "tip of the foley was enlarged showing that the tip had been inflated". The customer reported after the incident occurred a new foley catheter was inserted. The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 it was noted that "the tip of the foley was no longer in the patient" and the "tip of the foley was enlarged showing that the tip had been inflated".